Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the reported issue could not be confirmed. The cause of the reported issue could not be confirmed.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had an internal leak. The leak was discovered during an education demonstration to nurses on how to operate the unit. No alarms were indicated. There were no adverse effects.